Event description:
When pulling back a guidewire thru the outback elite re-entry catheter the wire was severed on two different occasions with two separate wires (abbott .014 allstar wires). Wire fragments were retrieved. Uncertain if malfunction of device or extensive calcification.